Event description:
It was reported that patient presented for scheduled implant procedure. During procedure, it was noted that the right ventricular (rv) lead exhibited high, out of range pacing impedance. The rv lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2025. The patient was in stable condition.